Event description:
It was reported that the controller will not charge since saturday. Caller has had the device plugged into ac power for over an hour, and the controller will not power on or respond. Caller added that they tried several outlets. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller did not power on. Caller examined ac power cord; confirmed green light was on. Caller reported no damage to ac power connection site or controller port. The issue was not resolved. Caller mentioned they had the recharger replaced in the past but that piece of equipment is working great now. Additional information was received from the patient. Pt called back re-reporting information previously documented in this case. Pt said the replacement ptm was doing same thing as before. Pt said battery empty: cannot continue. Recharge the controller was displaying on ptm at time of call. Pss began walking pt through resetting ptm by making sure nothing was plugged into ptm, removing the li battery pack (bp), plugging ac power supply into a wall outlet and then connecting to ptm. Ptm did not power on when connected to power supply; pt confirmed power indicator light was illuminated on power adapter. Pt disconnected power supply from ptm and tested with aa batteries which did power on ptm. Pt said they did not see any damage to ac connector plug.

Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial #(B)(6). Product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745. Serial #(B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (B)(6). Revealed a cracked front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.